Manufacturer narrative:
(B)(4). Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify device deficiency anomaly due to motor error alarm noted.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm. Customer declined to troubleshoot. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.